Event description:
Patient presented to the physician with pain at the ipg site and shoulder. Physician brought the patient into the or, removed the ipg, capped the stimulation lead and sensing lead, and closed the site.